Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged false positives were flagged. It is unknown what type of confirmation testing was performed or patient impact.

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged false positives were flagged. It is unknown what type of confirmation testing was performed or patient impact.

Manufacturer narrative:
Investigation summary: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that various aerobic bottles were flagged as positive overnight. A bd field service engineer (fse) was dispatched and fitted shorting plugs, cleared all errors/ sticky bits from both racks. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is a confirmed failure of a bd product. The root cause is defective shorting plugs. No new trends, risks, or hazards were identified as a result of the complaint.